Manufacturer narrative:
The local area field representative was contacted for additional information. It was found the patient had a small pneumothorax caused by a micropuncture kit. The patient was treated with oxygen and the pneumothorax resolved a few days later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this pacemaker the patient's lung was punctured. It was reported the patient remained in the hospital for a few days post the implant due to the punctured lung. No additional adverse patient effects were reported.